Event description:
It was reported to resmed that an astral device stopped ventilation. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and an internal battery degraded warning alarm, a battery charger fault and an error message (sf179) related to the super capacitor followed by an abnormal restart. The main circuit board and internal battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm and a battery charger fault were due to an isolated component failure within the device battery assembly while the sf179 was due to a super capacitor electrolyte leak. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. The device was not in patient use when the reported event occurred.